Event description:
It was reported that the black insulation on the outside of the probe began to bubble about 5 mm down the shaft during decompression of the shoulder. It then popped and melted, but did not go into the pt. Another probe was used and the same result occurred. The doctor then used a third 90-s probe and it worked successfully. The pt was not injured during the procedure.

Manufacturer narrative:
Additional information will be provided once investigation is completed.